Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was over 220 mg/dl and 260 mg/dl. The customer was treated with intravenous drip in the hospital. The customer was wearing the pump at the time of hospitalization. The insulin pump will not be returned for analysis.